Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was frayed and not charging the pump. Customer reported blood glucose level was not impacted. A replacement usb cable was sent to the customer. Follow up with the customer confirmed the cable resolved the reported charging issue.